Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up with low atrial lead impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.